Event description:
Reportedly, the instrument handle did not produce the typical feedback experienced when the instrtument is fired over tissue and did not place properly formed staples on the tissue. As a result, the surgeon decided to transect the portion of tissue containing the malformed staples and suture and anastomosis to complete the case without further incident. Procedure: laparoscopic gastric bypass. Patient status: no patient injury reported.